Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The provisional was returned and examination of the returned part determined that returned impaction pad exhibits signs of repeated use and has fractured into 2 pieces. All pieces were returned. DHR was reviewed and no discrepancies were found. The reported issue appears to have been caused from use and not related to a significant design or manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the femoral impactor was found fractured during warehouse inspection. No adverse events have been reported as a result of the malfunction.